Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. (B)(4). Reporter phone number was invalid. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a v60 ventilator would intermittently shut down. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17jul2019. Date rec¿d by MFR:16jul2019. The manufacturers field service engineer performed troubleshooting. Several parts were ordered to address the reported issue, including the central processing unit, user interface (ui), and cables connecting from the ui assembly. Multiple attempts have been made to contact the customer regarding additional details about this case, but no additional information has been received. The cpu was received for analysis. Visual inspection of the cpu revealed no contamination or damage. The customer complaint was unable to be duplicated during further investigation of received parts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.